Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat#: 00625006530 lot#: 63296120n, bone scr 6.5x30 self-tap. Cat#: 00625006530 lot#: 63296120n bone, scr 6.5x30 self-tap. Cat#: 00631005032 lot#: 63209510, unk cerclage wires. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately six weeks post-implantation following a spiral femoral fracture at the distal stem after a minor twisting injury. The patient initially underwent a right total hip arthroplasty with open reduction and internal fixation of a greater trochanter fracture. Subsequently, a minor twisting injury of unknown cause resulted in a spiral fracture at the distal portion of the femoral stem. The patient then underwent open reduction and internal fixation with revision of the femoral head and stem. Intra-operatively, metallosis fluid was irrigated from the joint, and torn abductor muscles were repaired. Attempts have been made and no further information has been provided.